Event description:
It was reported that the catheter was unable to pace from the beginning. There were no patient complications.

Manufacturer narrative:
Follow-up indicates that the physician deliberately placed the ventricular lead into the atrial connector port to offer back-up pseudo ventricular pacing to the pacemaker dependent patient.